Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed selftest and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received with cracked case ,cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer also stated that the display did not returned after insulin pump restart. Customer stated that battery compartment was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will not be returned for analysis.